Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient, an 840 ventilator suddenly made a high pitched squealing sound, in combination with another sound. The section of the graphic user interface that normally shows waveforms went black. Patient was removed from the ventilator, a manual bagger was used to provide ventilation. The drug caripul was also being administered by the pb840 ventilator, but could not be continued during the manual bagging process. The patient was placed on an alternate ventilator and the administration of caripul medication was resumed. The patient was not harmed or injured as a result of the event.